Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided picture identified the tip of the retractor has broken with excessive wear and deformation of the remaining part of the tip. No further observation can be made based on the image alone. The device has a potential field age of around 9.5 years, the frequency of usage in this period not known. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - retractor. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the retractor fractured. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.